Event description:
Per additional information, a us distributor contacted zoll to report that the patient developed a skin irritation underneath the patch. No reports of open or broken skin. There was no alleged device malfunction. The patient's physician advised the patient to apply vitamin e on the irritation and remove the device until the irritation improved. The patient reported that the skin irritation is not as sore as it was previously. A us distributor contacted zoll to report that the patient developed a red, raw, burning-like irritation underneath the patch. No reports of open or broken skin. There was no alleged device malfunction. The patient's physician recommended removing the device for a few days, the patient did so. The outcome of the irritation is not known, patient is following their doctor's orders.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, raw, burning-like irritation underneath the patch. No reports of open or broken skin. There was no alleged device malfunction. The patient's physician recommended removing the device for a few days, the patient did so. The outcome of the irritation is not known, patient is following their doctor's orders.